Event description:
Customer reported not seeing drops of insulin at the end of the tubing during the filling tubing step. Blood glucose levels did not exceed 500 mg/dl. Customer did not initially complete steps to remove air from the cartridge or use room temperature insulin, but following education from technical support, acknowledged these actions. Technical support followed up and discovered that customer resolved issue by changing the tubing and had no further problems with the pump. No adverse impact to customer¿s blood glucose level was reported.